Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (overheating, device won't power up) has been confirmed. Component c20 (capacitor) was detached from the high voltage board. The cause for the overheating was a result of multiple component failure on the high voltage board that occurred when the capacitors were charging. The root cause of the detached component cannot be positively determined but may be a result of mechanical fatigue. Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (overheating, device won't power up) has been confirmed. Upon eval the electrode belt was experiencing intermittent startup and falloff failures. The cause for the startup and falloff failure was a shorted u713 on the distribution node pca board, which controls the gel fire circuitry, electrode falloff, and all belt function. The root cause for the shorted component cannot be positively determined but was likely associated with component failure on the monitor's high voltage board. No adverse event resulted from the defective monitor or electrode belt. The pt rec'd a replacement monitor and electrode belt. Manufacture date: monitor sn (B)(4): 04/2010. Electrode belt sn (B)(4): 01/2011.

Event description:
A (B)(6) year old male pt contacted zoll customer support to report that his device went off. Blue gel was not present but he heard a "boom" and the device would not power back on. The pt was issued a replacement monitor and electrode belt.